Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is third of five reports for this reported event. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during separate cataract surgeries, poor phacoemulsification power and low vacuum was noted during phacoemulsification mode. The surgeries were completed on same day using back up handpiece. There was no harm to any patient.

Manufacturer narrative:
The phacoemulsification handpiece was received and a visual assessment of the returned sample found no visual nonconformities. A flow rate test was performed on the irrigation and aspiration lines of the phacoemulsification handpiece, which found the handpiece to meet product specifications. The phacoemulsification handpiece was connected to a resistance test box, with the input and output impedance were found within specifications. The returned phacoemulsification handpiece sample was connected to a calibrated system. The phacoemulsification handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The phacoemulsification handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements, which found the handpiece to meet product specifications. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was found to meet functional specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).